Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set tubing was leaking within 3 hours, but the patient was unable to tell where the leak was located, which caused the patient blood glucose levels to high, therefore patient had received correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.